Event description:
Reporter noted corneal burn occurred during procedure.

Manufacturer narrative:
A co service rep checked system; found it to meet performance specs. Customer was contacted regarding possible causes of thermal injuries. Questionnaires have not been returned to date. This report mailed to FDA on: 07/07/06.